Event description:
It was reported that the vns patient was admitted to the intensive care unit for status epilepticus on (B)(6) 2014. The patient normally had one absence per week but was experiencing an increase in absence seizures. The patient also began having generalized tonic-clonic seizures which he had not experienced since vns. The patient was given medication but did not improve. Intubation and ventilation were used to protect the patient¿s airway. The patient¿s tube was later removed and the patient was given an IV with antibiotics for a suspected chest infection possibly due to aspiration. The patient was last reported to be hemodynamically stable with humidified oxygen via facemask. Further follow-up revealed that there were no issues with the patient¿s device. The patient had a medical history of status epilepticus. It was reported that the patient¿s pharmacy incorrectly gave the patient a significantly reduced dosage of his medication which was likely the cause of the patient¿s issues. Additionally, the patient¿s device settings were adjusted a few months before, so they were programmed back to his previous settings. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.